Manufacturer narrative:
Additional suspect medical device component(s) involved in the event: brand name: linear? 3-6. Upn: m365sc2366500. Model: sc-2366-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Brand name: linear? 3-6. Upn: m365sc2366500. Model: sc-2366-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Additional pro code: qrb.

Event description:
It was reported that the patient experienced inadequate stimulation as one of the spinal cord stimulation (scs) leads was not as effective in helping with the patients pain. The patient also had a new pain in a different location and therefore the patient underwent a revision procedure where one of the implanted leads was removed and two new leads were implanted in order to get better coverage. The new lead was implanted close to where the explanted lead was but slightly different area so as to cover the pain area. It is unknown which one of the three implanted leads was the one that was removed. Post operatively, the patient was doing well. The explanted lead will not be returned as it was disposed by the medical facility.